Manufacturer narrative:
Patient information: no information was provided. Date of event: exact date of event(s) were not provided. Report date of (B)(6) 2020 was used as the d.o.e. Analysis is pending on returned sample. The reported leak appears to have occurred due to solvent bond failure. Supplier corrective action request (scar) was issued to address solvent bond failures is in the qualification phase. 3m will continue to monitor.

Event description:
A hospital employee alleged two 3m¿ ranger¿ high flow disposable sets (model 24355) leaked fluid around the y-connection tubing, before the drip chamber. Exact incident dates were not specified. The facility's transport nurse alleged, during the first incident, she discovered blood had leaked from the set. The nurse taped around the y-connection after discovering the leak. The set was reportedly not under pressure. The nurse alleged, during the second incident, she discovered a leak prior to connecting the tubing to a patient. Device usage details were provided. No patient or staff injury was alleged. No further details were provided.